Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(4). Initial reporter - this article was written by h.c. Van der veen, I. H. F. Reininga, w. P. Zijlstra, m. F. Boomsma, s. K. Bulstra, and j. J. A. M. Van raay. PMA/510(k) number ¿ unknown manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "pseudotumour incidence, cobalt levels and clinical outcome after large head metal-onmetal and conventional metal-on-polyethylene total hip arthroplasty" which aimed to measure the incidence of pseudotumors after large head (38 mm to 60 mm) metal-on-metal with conventional 28 mm head metal-on-poly. The study consisted of forty-one (41) metal-on-metal total hip arthroplasties (twenty-one (21) males and twenty (20) females with the average age of 64 years) with three (3) patients who underwent revisions and one (1) patient expired due to unknown reasons. Also, fifty-five (55) metal-on-poly total hip arthroplasties (twenty-five (25) males and thirty (30) females with the average age of 65 years) with one (1) patient who underwent a revision and one (1) patient who expired due to unknown reasons. Reason for revision of one (1) patient was acetabular revision for psoas impingement at 3.5 years post-operatively. The average follow-up time was fifty (50) months when computed tomography (CT) were performed revealing twenty-two (22) metal-on-metal and twelve (12) metal-on-poly showing evidence of pseudotumors of which three (3) metal-on-metal and one (1) metal-on-poly patient's had a pseudotumor on the contralateral side. There was no significant difference in the rate of pseudotumors between metal-on-metal and metal-on-poly in males. However, women showed a 13.4 times higher risk of developing a pseudotumor with metal-on-metal than metal-on-poly. Larger head diameters were used in men (ranging from 46 mm to 56 mm) than in women (ranging from 42mm to 48 mm). However, the number of hips was too small to determine whether being female or having a smaller head size influenced the increased rate of pseudotumors. Sixty-eight (68) patient's with unilateral total hip arthroplasties were tested for elevated metal ion serum levels. Women with elevated serum cobalt levels (greater than or equal to 5 microgram/l) also had pseudotumors with metal-on-metal total hip arthroplasties. In conclusion, pseudotumor formation is not confined to metal-on-metal, but twenty percent of metal-on-poly are likely to be diagnosed with a pseudotumor. Women with metal-on-metal and elevated cobalt serum levels are at greatest risk for pseudotumor formation.